Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: japan.

Event description:
It was reported that before surgery, white foreign matter had been found inside the pulsavac tube. There were no deformations or leaks reported. There was no patient harm/injury or surgical delay as there was no patient involvement. There were no reports of inadequate saline bag placement. Due diligence is complete, no further information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. The device was returned opened and had been removed from the tray. There was surgical tape applied to the tubing. Visual inspection did confirm a small white debris on the tubing of the device. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.